Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4), product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20873229. Tw#(B)(4), product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5001680.

Event description:
It was reported that this spinal cord stimulation (scs) internal leads were explanted due to high impedance. The patient is doing well post-operatively. Device will not return due to facility policy and electrocautery was used.